Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2026).

Event description:
It was reported that during a port placement procedure, the medication allegedly failed to pass while the contrast was injected. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the medication allegedly failed to pass while the contrast was injected. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port kit was returned for evaluation. Functional, gross visual, and tactile evaluations were performed. An attempt to infuse the catheter with the loaded syringe and flushing connector was performed. The catheter was patent to both infusion and aspiration without issue. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum and was patent to both infusion and aspiration without issue. However, the investigation is inconclusive for the reported difficult to flush issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.